Manufacturer narrative:
(B)(4). Approximate age of device: 13 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a large right parietal intracerebral hemorrhage on (B)(6) 2017 while on heparin, and expired from uncal herniation. It was reported that the lvad system worked as intended. No further information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported right parietal intracerebral hemorrhage and patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.